Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient presented to the clinic after hearing alert tones and receiving inappropriate shocks while toweling off after taking a shower. The right ventricular (rv) lead was fractured and had high pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.